Event description:
It was reported that this pacemaker triggered a signal artifact monitor (sam) episode, however there was no stored episode for review in remote monitoring system. Review of the report found electromagnetic interference (emi) noise that was oversensed causing non-sustained ventricular episodes, and atrial tachy response episodes that appears to be minute ventilation (mv) noise oversensing. The patient was not dependent, and the accelerometer was programmed on. The plan was to review the device with the programmer to see if the sam episode appeared to be caused from mv or emi noise. Additional information was requested, however no further information was obtained. The system remains in-service. No adverse patient effects were reported.